Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. E1 initial reporter phone number: (B)(6). D4: no UDI available due to know list or lot number provided.

Event description:
The event involved an unspecified arterial line set - transpac where it was reported the arterial line - had been inserted preoperatively for a patient, it was noted when patient had been on the theatre table the a line had become detached (set). The status of the product at the time of the event was during use on patient. The time of event was 12:00 pm. Product was used for 2 hours. Someone became aware of the issue when checking the a line set, also blood present on theatre table/floor (from patient). Normal saline was the medication being used with the product. Patient's blood present in set. The product was not reprocessed or re-sterilized prior to use. There was patient involvement, no patient harm, there was delay in therapy but no adverse event.

Manufacturer narrative:
Investigation summary: the reported complaint of separation was confirmed. No product samples, videos were returned for investigation. However, an image was provided by the customer showing a pressure tubing separated from the luer. Without the return of the reported sample, a probable cause could not be identified. A device history lot # review could not be conducted because no lot number(s) was/were identified.